Event description:
Event description guidant received information that telemetry could not be established with this implantable cardioverter defibrillator (ICD), and magnet application would not elicit beeping tones. External monitoring demonstrated an intrinsic rhythm of 50 bpm, but the lower rate limit of this device was programmed to 60 bpm. It appears that the battery of this device has been completely depleted. A guidant technical services (ts) consultant recommended explant and replacement. No symptoms were reported.